Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This is 3 of 4 reports being filed for the same patient (reference 1822565-2017-01008 / 01017 / 01018 and 2648920-2017-00075).

Event description:
It is reported that the patient was revised due to instability approximately 6 years post-implantation. Patient also reported that he couldn't step correctly, extreme loosening, falling, and pain. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this product is not associated with the event.